Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ent rep called to report the site had trivantage tube that would not hold pressure to keep the cuff engaged in the patient's throat. No additional information is known at this time. There was no patient impact and there was surgical delay less than 1 hour.